Manufacturer narrative:
(B)(4). Scissored clip, yielded jaw. The er320 device was returned for analysis with a clip in jaws and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 10 clips were fed and formed as intended; however, 1 scissored clip was formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the scissor clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub nurse reported clip applier did not fire correctly. Clips scissored. Opened second device, same problem. Switched to cov clip applier. No adverse affect on patient.